Event description:
During capacitor maintenance in 2000, an extended charge time was observed. The physician elected to program the maintenance interval to 2 months and schedule the pt for follow-up in 3 months. Two months late during evaluation, the extended charge time was again observed. The decision was made to explant the device. One month later, st jude medical was notified that the ICD was explanted.